Manufacturer narrative:
As reported, an expired cervical screw was inadvertently implanted into the patient and immediately taken out. There was no reported patient injury/infection. No revision surgery was reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a user related error with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification and there is no indication of a product quality issue with respect to design, manufacturing, or labeling. To date, this is the only reported complaint from this manufacturing lot released for distribution in (B)(6) 2016. Should additional information be provided, a supplemental MDR will be submitted. Expired implant was discarded and not returned.

Event description:
An expired screw was used during procedure. Screw expired (B)(6) 2021. Screw was immediately taken out and replaced with an unexpired screw. Note: no revision surgery occurred.